Event description:
It was reported by the customer that during use intra-aortic balloon sensation plus 50cc had a fiber optic failure. New balloon catheter was used and worked as expected. No harm to the patient was reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.